Manufacturer narrative:
Unknown taper. Medwatch sent to FDA on 02/17/2016. The reporter of the event was asked to return the product for analysis, and to indicate device serial number. To date, apollo has not received the device nor any additional device information. Without the device or further information, the taper type associated with this event cannot be determined. If returned, visual examination may determine the connecter type. The reporter of the event was asked for additional information regarding implant date, concomitant therapies, and device information. To date, no additional information has been received by apollo. Device labeling addresses possible outcomes of nausea and vomiting as follows: adverse events: nausea and vomiting may occur, particularly in the first few days after surgery and when the patient eats more than recommended. Nausea and vomiting may also be symptoms of stoma obstruction or a band/ stomach slippage. Frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation. Deflation of the band is immediately indicated in all of these situations. Deflation of the band may alleviate excessively rapid weight loss and nausea and vomiting. Reoperation to reposition or remove the device may be required. It is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Warnings: patients should be advised that the lap-band system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: the patient had their lap-band system removed due to persistent nausea and vomiting.